Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was not available at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft mesher had a damage on the blade and comb. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. On february 19, 2017, it was reported that there was damaged on the blade and the comb. The feeding shaft was also bent. The issue occurred during surgery on (B)(6) 2018. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in sap. The last repair was september 24, 2013 where it was reported that the device has a damaged blade and comb and the belleville washer, shoulder bolt, cap but and comb were replaced. As noted on november 8, 2017 per (B)(4), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) and should be documented within the complaint investigation. The device history record (DHR) , for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated 1.5 cutter serial number (B)(4) as documented in the repair reports in sap. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on february 19, 2018 revealed that the pre-testing could not be performed due to the bent comb. One screw was missing on the gear guard. The shoulder bolts, washers and nuts all needed replaced. The handle was dismantled and lubricated. The detents on the hinge pins were damaged. The bottom roller was inspected and found not be bent. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on february 27, 2018 which included replacement of the comb, belleville washers, should bolts, cap nuts and detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). The reported event was confirmed since during initial inspection the comb was bent. The reported event ¿there was damaged on the blade¿ was confirmed since the cutter failed to produce a passing graft. The reported event ¿the feeding shaft was also bent¿ was non-verifiable since during initial inspection the bottom roller was not bent. The root cause of the damaged comb cannot be specifically determined with the provided information. A damaged comb could result in a less than optimal mesh pattern and cause further damage to the mesher. The root cause of the damaged blade could not be specifically determined with the provided information. A damaged cutter could result in a less than optimal mesh pattern and cause further damage to the mesher. The root cause of the bent feeding shaft could not be specifically determined with the provided information since there was no mention of a blade during initial inspection and the bottom roller was not bent. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.